Event description:
It was reported that filter tears occurred. The anatomy contained a tortuous bend in the right subclavian artery with a significant piece of calcium in the innominate artery noted. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter and distal filters were successfully deployed. Upon completion of the tavr procedure, the physician had difficulty withdrawing the proximal filter even with the handles together. The proximal and distal filters of the sentinel cps were able to be fully recaptured prior to removal from the patient. The physician started to remove the sentinel cps and the sentinel cps seemed to get stuck at the end of the radial sheath. The sentinel cps and radial sheath were removed together as a unit from the patient. No issues were reported with the access site, and the access site was closed with a non-boston scientific radial compression device successfully. After the sentinel cps was removed from the patient, while rinsing the filter contents on the back table, the physician noted there were tears in both the proximal and distal filters of the sentinel cps. Patient status: no patient complications were reported.

Manufacturer narrative:
H3 device evaluated by MFR.: a sentinel cerebral protection system (cps) was returned for analysis. Visual analysis of the sentinel cps revealed the proximal filter was unsheathed and torn, the articulating distal sheath (ads) was related, the distal filter was sheathed, and the distal filter slider (#3) was bent/kinked. Flow testing was able to be fperofmred through the front handle flush port and rear handle flush port without any issues. Flow testing could not be performed through the distal filter slider (#3) due to the kink. Functional testing revealed the distal filter could not be unsheathed using the distal filter slider (#3) due to the kink. The proximal filter could be unsheathed using proximal filter slider #1 without any issues. Photographic images were provided to aid in the investigation. The photograph showed tearing of both filters.

Event description:
It was reported that filter tears occurred. The anatomy contained a tortuous bend in the right subclavian artery with a significant piece of calcium in the innominate artery noted. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter and distal filters were successfully deployed. Upon completion of the tavr procedure, the physician had difficulty withdrawing the proximal filter even with the handles together. The proximal and distal filters of the sentinel cps were able to be fully recaptured prior to removal from the patient. The physician started to remove the sentinel cps and the sentinel cps seemed to get stuck at the end of the radial sheath. The sentinel cps and radial sheath were removed together as a unit from the patient. No issues were reported with the access site, and the access site was closed with a non-boston scientific radial compression device successfully. After the sentinel cps was removed from the patient, while rinsing the filter contents on the back table, the physician noted there were tears in both the proximal and distal filters of the sentinel cps. Patient status: no patient complications were reported.